Manufacturer narrative:
The impella cp ha snot been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient developed access site bleed during impella support. As a result, the patient was administered red blood cells and fresh frozen plasma, amount was not reported. No further information was provided.